Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: unknown mentor saline prosthesis (B)(4).

Event description:
It was reported that a (B)(6) -year-old caucasian female underwent breast augmentation revision with an unknown mentor saline prostheses and experienced left deflation, and right sided capsular contracture (baker's grade unknown) post procedure. The final fill volume of the prostheses was 550ccs. Bilateral prosthesis replacement with 550cc mentor memorygel breast implants was performed on (B)(6) 2018. The left sided deflation was previously reported (1645337-2018-01351). On (B)(4) 2018 is the date mentor first became aware of bilateral issues, and is using this as the alert date to report the contralateral prosthesis.

Manufacturer narrative:
The account information was obtained on 6/12/2018 and placed iin this report. The investigation of the returned device was completed by the failure analysis lab on 6/12/2018. Device evaluation summary: it was reported that a (B)(6) caucasian female underwent breast augmentation revision with an unknown mentor saline prosthesis and experienced deflation post procedure. Upon receipt by mentor, the device returned without fluid. No foreign material was observed within the device. No foreign material was observed on the shell surface. Visual examination indicates the device appeared intact. No anomalies were discovered. Because the product evaluation team was unable to confirm any unusual failure mode, no corrective action will be taken at this time. The product evaluation team concluded the reported complaint of capsular contracture in the patient¿s breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4).